Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts of the leads. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.